Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited supraventricular tachycardia (svt) episodes with left bundle branch block leading to oversensing and thirteen inappropriate shocks. The patient stated that had depleted the medications and believes that is why went into the arrythmia. The system was turned off and remains implanted. No additional adverse patient effects were reported.